Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the atrial connector and ring were replaced.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the atrial connector needed repair. The external pulse generator (epg) was returned for servicing. The event occurred during preventive maintenance so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.